Manufacturer narrative:
As part of the investigation, the olympus field service engineer (fse) was dispatched to the user facility to further troubleshoot. The fse noted that both the endoscopy cart and the video monitor are non-olympus. During troubleshoot, the fse determined the cause of the reported image loss issue was attributed to the video monitor and not the referenced olympus video system. A cut to the power brick cable to the monitor was observed which the biomed has ordered a replacement power brick cable. The biomed has removed the faulty non-olympus monitor from service. No device will be returned. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified event, the biomed at the user facility reported an intermittent image loss with the evis exera iii video system center when the cautery function on the genni generator is activated. There was no patient death or injury reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer, to provide corrections to sections e2, e3, g2 and to update sections: d4, g3, g6, h2, h4, h6 and h10. The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A review of the repair history indicated that there was no repair history within the past year. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned for evaluation, therefore the exact cause of the reported malfunction could not be conclusively determined. Based on the evaluation, the potential cause of the reported event was due to an abnormality on the monitor side, and that there is no abnormality in the device. The OEM will continue to monitor complaints for this device.